Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The report received from the sales rep indicated that the outback would not advance in a 6f 45cm terumo long sheath and when it was removed the tip of the outback was left in the sheath. Abnormal force was required when attempting to advance the outback cto catheter over the aortic bifurcation. There were no patient complications, but the case was aborted and the lesion was not treated. The sheath was removed intact from the patient. No component of the outback remained in the patient. The device will be returned for analysis. The target vessel was the superficial femoral artery (sfa). A contralateral approach was used for the procedure. The access site was not calcified. The iliac bifurcation was steep, tortuous, and diseased. An asahi grand slam guide wire was used. The device was prepared as specified by the instructions for use. There was nothing noted to be blocking the sheath. The sheath was not obstructed with any particles that could be injected into the patient. There was no apparent damage to the device noticed prior to use. All specified ports were flush with heparizined saline. The ports were flushed, followed by a 30 second pause, and then flushed again. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. It is unknown if the catheter was coiled at any time prior to insertion. There was no difficulty advancing the device over the guide wire, until it was in the sheath. The physician has been using the outback cto catheter frequently for over four years. The physician¿s technique has not been impacted by any changes in indications, thought leadership, or publications. The patient¿s ischemic disease burden (rutherford classification) was 3 (severe claudication). Bypass would have been recommended for this patient is percutaneous intervention was not available.

Manufacturer narrative:
Complaint conclusion: during an interventional procedure, the outback catheter would not advance in a 6fr 45cm terumo long sheath. During the removal of the device, the tip of the outback fractured within the sheath. The catheter was removed intact (with no retained portion within the patient) with no reported patient injury. The event involved a patient with severe claudication with a target lesion in the superficial femoral artery. The patient¿s vasculature was accessed via a contralateral approach. The femoral access site was described as non-calcified; while the iliac bifurcation was described as steep, tortuous and diseased. An asahi grand slam guidewire was advanced towards the lesion without any evidence of obstruction within the sheath. The device was inspected prior to use and no damage to it were noted. The site reported that the outback catheter was prepped according to the instructions for use (IFU). The ports were appropriately flushed and the cannula actuation action verified prior to advancing the device into the patient. The catheter was held straight during the advancement without any report of it having been coiled at any time. The outback catheter was advanced on the asahi guidewire into the patient. However, once the device entered the terumo sheath, difficulty was experienced with further advancement with abnormal force being used when attempting to cross over the aortic bifurcation. The outback catheter was removed intact and the procedure aborted without lesion treatment. There was no reported patient injury. The site reported that the physician has been using the outback cto catheter frequently for over four years and that his/her technique has not been impacted by any changes in indications, thought leadership, or publications. One non-sterile outback was received coiled inside a plastic bag with an un-deployed cannula. A kink was noted approximately at 2.5 cm from the distal end of the catheter. The nosecone was received detached from catheter in a separated ziploc bag. The unit was inspected under the vision system and the inner liner presented marks of welding. The separated nosecone (distal tip) seemed to be twisted and stretched/ elongated. No other anomalies were noted in the device. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Functional testing was not possible because of the catheter¿s kinked condition and the separation of the distal tip. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation /delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the information available for review, there are vessel characteristics (steep, tortuous and diseased iliac bifurcation) and procedural factors (abnormal force applied during advancement over the bifurcation) that may have contributed to the reported event. The product malfunctions reported by the customer as ¿catheter tip/distal tip - fractured-separated/in patient¿ and ¿cto catheter system-impeded¿ were confirmed due to the kinked condition of unit and separated nosecone (distal tip). The exact cause of nosecone (distal tip) twisted and fractured /separated condition could not be conclusively determined. However, the analysis of the product suggests that the distal tip had been pulled / stretched until it separated consistent with excessive force being applied to the unit. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken.